Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect - clinical code : 1685 abdominal pain, 4479 intra-abdominal. Hemorrhag. Health effect - impact code : 4607 hospitalization or prolonged hospitalization. Medical device problem code : 3190 insufficient information. Component code : 4755 part/component/sub-assembly term not applicable. E1: (B)(6) hospital since there were not enough characters to fit into e1, it was also listed in h11. Pentax medical apac performed a good faith effort (gfe) to the hospital of southwest medical university, which was mentioned in the literature, to identify the detailed model name and serial number of the endoscope used, but found that the content of this document did not represent an incident that occurred at the hospital of southwest medical university. Thus, pentaxmedical was unable to obtain the facility, the model name, or the serial number of the endoscope used. Pentax medical apac performed a good faith effort (gfe) to the hospital of southwest medical university, which was mentioned in the literature, to identify the detailed model name and serial number of the endoscope used, but found that the content of this document did not represent an incident that occurred at the hospital of southwest medical university. This procedure was done 5 years ago when dr. Yang worked at affiliated hospital of traditional chinese medicine of southwest medical university. The hospital had purchased multiple ec38 series endoscopes five years ago, so it is difficult to identify the model name and serial number of the endoscope used in the procedure that is referenced in the literature. Although the exact model number is unavailable, since we know the endoscope was from the ec38-i10 series we were able to select the product code in section d2. Clinical case report literature article: y. Ye, y., yang, r. (2024, october 04). "Splenic rupture following endoscopic mucosal resection". Medicine, 103(40), http://dx.doi.org/10.1097/md.0000000000039846. Pentax medical has not received any further information for this event and therefore, considers this medwatch report close.

Event description:
Pentax medical learned of a case during literature review involving a 66-year-old woman who underwent endoscopic mucosal resection (emr) for an adenomatous lesion in the distal transverse colon near the splenic flexure. Postprocedure, she experienced worsening abdominal pain, leading to a second colonoscopy that revealed no signs of bleeding or perforation. However, further investigation with a CT scan on the third postoperative day revealed subcapsular splenic hemorrhage. Conservative management was initiated, and the patient recovered well with no active bleeding. After 13 days, she was discharged, and follow-up CT scans showed normal spleen morphology after 2 years. Although splenic rupture after emr is extremely rare, it is a life-threatening complication that requires timely diagnosis and management. The case highlights the importance of careful procedural technique, including avoiding excessive needle length and perpendicular insertion near the splenic flexure. Endoscopist should be aware of splenic injury risks and monitor patients postoperatively for signs like abdominal pain. Early detection through CT scans and close monitoring of vital signs and blood counts are crucial for preventing complications. Splenic rupture is a serious complication of emr, especially near the splenic flexure. Endoscopist must be vigilant, considering this risk during the procedure and monitoring for abdominal pain postoperatively. Early diagnosis and conservative management can lead to favorable outcomes. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.